Event description:
Rptr had knee replacement in 2001. Has had a lot of pain, difficulty moving, difficulty bearing weight on leg. Due to these problems, had to have a knee manipulation in which the pt was sedated and the knee was forcibly bent by the md. Since then the knee got worse. The pt has had severe burning, tenderness, a strange noise on the inside of the knee, and increased pain, and the pt was unable to walk. The pt also had flu-like symptoms. Four months post initial surgery the pt contacted the doctor again due to the pt's suffering. The pt told the dr there was something wrong with the pt's leg. The doctor did x-rays and the dr was alarmed when the dr found that the tibia plate was loose. The dr stated that the dr would have to do another surgery. Twelve days later the pt had a knee revision. The doctor said that during surgery, the dr tapped on the bottom plate and the entire plate fell out of the pt. When the doctor examined the back of the plate, the dr noticed it was filled with a green slimy substance. It was scraped off and sent to pathology. When the dr further examined the bottom of the plate there was no bone growth for the 4 months that it was inside the pt. The doctor discovered that the co that made this device also manufactured a defective hip prosthesis too. The reporter also stated that the pt found out that this same co had a recall of about 1400 knee prostheses, but consumers were not made aware of it. The pt did speak to the risk mgr at sulzer orthopedics about the pt's concerns. The pt stated that the pt's surgery was done at hosp.